Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : no observed on the device. Additional observations: crease fold observed on the device. Wear abrasion observed. Yellow particles observed inside the device.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.